Event description:
The pt contacted lifescan in 2005 alleging that her one touch basic enhanced meter had missing segments. The medical affairs specialist mailed a letter one day later since the pt could not be reached. The pt reported obtaining a "hi danger call dr", while feeling dizzy, having frequent urination, and incoherent. She retested and obtained an 82 mg/dl. The time difference between the results was not specified. She took insulin and contacted emergency services. Possible results obtained by the emt were not provided; however, she was treated intravenously. No further info was provided. It is unk when the pt discovered the missing segments issue. Based on the info provided, it is unk if the pt suffered a serious injury or medical intervention due to the meter. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.